Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a microintroducer is confirmed; however, the exact cause is unknown. One 5.0 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The entire length of the microintroducer was observed to be curved. The distal tip of the sheath was observed to be damaged. A microscopic observation revealed one edge of the distal tip of the introducer sheath was buckled and folded with plastic deformation at the corners of the fold. No damage was observed on the distal tip of the dilator. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use. A lot history review (lhr) of reer1121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the micro-introducers are not as easy to insert. It was further reported that if the staff has difficulty advancing it into the skin, they may have to try again with a different one from a separate kit. The microez microintroducer 5.0 f with vessel dilator were in the powerpicc solo catheter with sherlock 3cg tip positioning system stylet insertion package. 06/24/2021: the returned microintroducer was found to be buckled and folded.